Event description:
On june 16, 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter was cracked and/or broken. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue occurred in 2009 after the subject meter was dropped. The cca noted that the pt took her usual dose of oral medication (metformin) despite of the issue. One day after the issue began, the pt claimed she developed blurred vision; however, denied receiving medical treatment. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.